Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the hardware was damaged. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes, device manufacture date, section b describe event or problem, section d medical device brand name, medical device catalog, medical device serial, unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device hardware was damaged. A field service engineer (fse) inspected the device, found hinge assembly was physically broken at lower hinge and mounting points for security panel had been cracked. Further, the fse replaced broken hinge, tested it and verified the operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the hardware was damaged. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.